Event description:
A nurse was hanging rituxan chemotherapy when they noticed leaking from the backcheck valve of the IV tubing. The rituxan was leaking to the external environment. The back-check valve is located above the pumping chamber, approximately 8-12 inches below the drip chamber. The bag and tubing were taken down. Chemotherapy was remixed and administered to the patient.